Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited loss of capture even at an output of 10v. The lead was repositioned several times and the pacing system analyzer (psa) testing cables were exchanged, but the issue could not be resolved. The lead was removed and a new lead of the same model was implanted to complete the procedure. It was noted that the pacing threshold measurements with the new lead were still higher than desired, at 4.5v, so the physician planned to continue monitoring this aspect of the patient's condition. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.